Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked from the e-tubing during infusion. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: DHR for lot number 6350935 was reviewed and no qn or other events were related to the complaint stated by the customer. Material 383323 with lot number 6350935 was manufactured on january 5, 2017. According to sampling plan applied for product performance, this lot was accepted and released. During this batch 1,260 samples were taken by qa tech to performed leak test between connections the product in final assembly, no leaks were found. During DHR review the qa tech takes 5,000 samples to visual inspection by (damages), no defect was found in packaging area. Additionally, all functional test meets specification criteria requested during manufacturing. Our quality engineer microscopically inspected the returned unit and confirmed the presence of a puncture in the extension tubing which allowed the reported leakage to occur. Leak testing was done and the leak was confirmed. Conclusion: after evaluating the sample we can confirm the reported defect, however the damage found on the tubing is inside and could be caused by needle during the activation of the device. An absolute root cause for this incident could not be identified, however, the engineer notes that this damage may have occurred due to incorrect activation. We cannot confirm the reported defect as related to the manufacturing process. Based on investigation results to date root cause cannot be determined; however a possible cause could be the use of the product by user. No CAPA was opened since this issue could not be confirmed as manufacturing related.